Event description:
It was reported during a left ventricular outflow tract ablation procedure performed with a cool path duo ablation catheter the pt experienced a pericardial effusion. The cool path duo ablation catheter was inserted via a retrograde approach and rf was being applied with the cool path catheter when a steam pop was heard. The stockert generator settings were 35 watts and 50 degrees celsius and irrigation of the catheter was set to 17 ml/min. An echocardiogram was done immediately and revealed no issues. Several mins later, the pt became hypotensive. An echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed in which 350ml of blood was removed from the pericardium. Two hours post-procedure the pt was in stable condition.

Manufacturer narrative:
Method: the device has not yet been received for analysis. When our investigation is complete, a f/u report will be submitted.